Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 17-may-2016. Product investigation is pending.

Event description:
The circular rotating brush has detached from the head while in use [device breakage] no adverse event [no adverse event]. Case description: salesforce case number (B)(4). A husband reported that recently the circular rotating brush had detached from the oral-b dual clean brushhead while his wife of unspecified age used it with an oral-b rechargeable toothbrush, version unknown. He noted that this had happened to his wife twice. The consumer stated that his wife had been using the oral-b dual clean toothbrush heads for many years. No symptoms developed. On 09-may-2016, received follow-up phone call from husband: the husband reported that there were a total of 4 brush heads, but only 2 were remaining. No further information was provided.